Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms. The shocking impedance was tested in office and was 71 ohms. The local area sales representative had the patient perform isometrics and was unable to reproduce the out of range measurement. There was no evidence of noise on any channel and there was no noise in any stored episodes. The patient had not received any recent therapy delivered. A boston scientific technical services consultant discussed various troubleshooting options. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that the a chest x-ray had been ordered. The patient planned to be brought back to the clinic in a few weeks to check the shocking impedance measurements. No additional information is available at this time. If additional information becomes available the event will be updated.